Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101, serial number: (B)(6), model/catalog description: internal programmer, unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was retained by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The risk review was not performed as this complaint was not any of the following: a reportable event in the emea-eea, or germany, or new/unanticipated failure type (as reported device code: no code available) or a new patient harm (as reported patient code: no code available). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent a lead revision due to noticing high impedances after a lead fracture. The patient previously noticed a red light on their remote. There were no patient complications. The stimulation was restored and the patient was doing well.